Manufacturer narrative:
Device 25 of 30. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports the notch indicator is not completely aligned perfectly with the coude tip. He reports some can be off by 40 degrees and up to 90 degrees. He said he usually notes this difference and takes it into account with cic as if it is not correctly positioned, he cannot get it through his prostate. No harm was reported.